Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00911. It was reported that pneumothorax occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure of a pulmonary tumor utilizing a rf3000 radiofrequency generator and a 3.5/15/15 leveen¿ coaccess¿ electrode. During preparation, difficulty extending the tines occurred and some tines collapsed. The physician continued the procedure with this device. Three ablations were performed; one for 15 minutes to 180 watts, one for 1 minute to 180 watts and one for 2.5 minutes to 180 watts. This device was used to successfully complete the procedure; however it was noted that pneumothorax without drainage occurred. No further patient complications were reported and the patient status is well.